Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was randomly shut down during the procedure. A field service engineer (fse) checked all connections, adjusted the cabling in the neck to the all in one, and replaced the power supply. The unit was then powered on and fully tested, with all functions operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station randomly shut down during a procedure. The doctor was unable to access the medication at that time, and the procedure had to be stopped. The customer mentioned that this has been an ongoing issue with the station, although it was up and running at the moment. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.